Event description:
It was reported that the right ventricular (rv) lead dislodged approximately two days after implant. The dislodgement was confirmed via chest x-ray and a loss of capture was also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.